Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side was not functioning. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side was defective, the clamping screw was jammed and the position ring and pin were loose on the oscillating saw attachment device. It was further determined during the pre-repair diagnostics assessment that the device failed for check the function of the quick saw blade coupling, check tool coupling, measure the oscillating frequency, 11700 to 14300 osc/min and for verify if secured with pin. It was noted in the service order that there was grease leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.